Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, the device report also found a scratch on the lens of the charge coupled device. Based on the results of the investigation, it was determined that the product specifications were not met. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a cut in the cords insulation on the camera head. The issue was found during reprocessing and there was no patient involvement.